Manufacturer narrative:
The device contained gel with clear appearance, upon receipt by mentor. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, product evaluation team observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices CT evaluation team prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor memorygel gel mod-rnd, 275cc breast implant, catalog number 3507275bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel mod-rnd, 275cc gel breast implants that had issue bilaterally with rupture, and capsular contracture baker grade ii after implantation. As a result patient underwent bilateral removal and replacement with allergan gel devices on (B)(6) 2018. This report is for the right implant.